Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 (mg/dl). Reportedly, customer stated that they were using the pump for the first day, and believed that their bg level was caused by a pre-existing unspecified medical condition that makes it hard for them to control their diet and bg levels. Customer consumed a glucose tablet to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.